Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial#: (B)(4), product type: pump. Analysis of the catheter (lot # unknown) found the catheter body had a user related hole. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, a catheter and pump were returned for analysis. No further information was reported.